Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the cd drive was replaced and tested with a patient disc. The hd drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good computer the returned drive was not able to read a known good disk as reported. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a non-responsive disc drive while attempting to load the patient discs. The green light on the disc drive was present. There was no formatting pop-up or disc loading window when the disc was inserted. They did not have an additional disc to test but stated this has been an on-going issue with varying patient discs. Troubleshooting involved rebooting the system without the disc. The changed the scanner mask settings, but this did not resolve the issue. No patient was present at the time of the event. Update from the site stating that in the previous instance the disk did not load, but they were able to use a previous scan of the patient to complete the case. Since the drive has been replaced and the navigation system is scanning disks again the issue has been resolved.